Manufacturer narrative:
(B)(4). The analysis results found that the device displayed the error code because the pcb board was out of calibration. The pcb board was calibrated and the device functionally tested and found to operate properly.

Event description:
It was reported that while setting up for a breast biopsy, the system delivered an error code. The cables were checked and the probe was changed but the error code continued. A back-up holster was used to continue the breast biopsy. There was no patient consequence reported.